Event description:
It was reported that the customer's insulin pump alarmed during the manual prime process. The blood glucose reading was 22mmol/l. Advised the caller that the insulin would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had a severely scratched display window.